Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B)(6) 2013 the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the aortic neck angle was 70 degree and the patient had a tortuosity. A proximal type 1 endoleak was observed. The physician was monitoring the patient. On (B)(6) 2013 a second intervention was performed to treat a type 1 endoleak. A gore excluder aaa endoprosthesis aortic extender component was implanted in the proximal end of a gore excluder aaa endoprosthesis to solve an endoleak. The extender was opened, prepared and flushed. During loading the extender on the lunderquist stiff wire, the physician felt some resistance. The physician continued the procedure and the wire appeared just below the extender outside the delivery catheter. The physician tried to introduce the wire into the lumen of the extender delivery system. The physician inserted the delivery system in an 18 f gore dryseal sheath. The physician felt some resistance during introducing the extender through the sheath. The device was positioned and deployed successful. During pull back the catheter the physician recognized that the olive stayed in place. The physician used a snare kit to remove the olive together with the catheter. The device was placed in a required position and th endoleak was fixed. The patient tolerated the procedure.